Event description:
: It was reported that the pump touch screen had pixel issues. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was reverting to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.